Event description:
It was reported that a large volume infusor over infused. The infusion was completed in 36 hours, instead of 48 hours as intended. Total volume was 230ml fluorouracil diluted with dextrose 5% in water. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 12, 2013 to november 13, 2013. The device was returned for evaluation. A visual inspection was performed and revealed no signs of physical abnormality that could have caused the reported problem. A functional flow testing was performed and the device flowed normally, the flow rates were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.